Event description:
It was reported that during the procedure, the control module received green cable errors. The customer did not know if a second probe was tried. The customer did not know how the case was completed, but stated there was no pt consequence.

Manufacturer narrative:
Date sent: 06/07/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.